Manufacturer narrative:
The device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. This MDR is being submitted past the 30 day reporting requirement as part of a retrospective review initiated in response to an FDA inspection. A retrospective review of the complaint record determined that ans misinterpreted the MDR regulations in this instance. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.

Event description:
The patient has an scs system which includes an ipg and paddle leads. The patient received his paddle leads on (B) (6) 2008 and it was reported that about 2 weeks later, he lost stimulation on his right side due to lead migration. The physician repositioned the lead. Diagnostic testing showed that 2 of the contacts on the lead were invalid. It was reported that the physician uses a non-ans anchor and glue to secure leads in place. No additional events have been reported since the lead was repositioned. No devices were explanted.